Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading was 400 mg/dl. It was stated that the cannula was not bent when the infusion set was removed. Troubleshooting was performed. The insulin pump passed the self test, but not the prime test. The high pressure test was not possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.